Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) was not working anymore and the patient was experiencing a lot of pain in that area. The patient was having a lot of pain at the ins site and it was getting worse and worse almost by the day. It hurt when the patient was sitting in the car, when the back rest touched the area or put any pressure on the ins area, and it hurt even while sitting on a couch. The patient wanted the device removed. It was noted that the patient asked if he could have the ins taken out but have the leads left in, and it was reviewed that the patient would need to follow all guidelines for any medical procedures. It was noted that the patient could not have an MRI because he also had a pacemaker/defibrillator. The patient also requested information about the surgical procedure and capping off the leads. It was noted that specific instructions for surgery should be requested by the healthcare professional directly and would not be provided to the patient in order to give instructions to a surgeon. Additional information received from the consumer reported that the healthcare professional was going to remove and replace the ins due to the pain in the patient's left hip. The existing leads would be capped and new leads would be placed to reach the desired location of the feet. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the device would not take a charge anymore. The last time the patient tried to charge the implantable neurostimulator (ins) was 2 weeks prior to this report and it wouldn¿t charge. Follow-up was performed to determine if any troubleshooting had occurred, if the cause had been determined, if any intervention was needed and took place, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. (B)(4).